Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: staple line failed at the anastomosis site. Had to bring patient back for exploratory laparotomy and additional resection. Additional information was requested from the account, but none could be provided.